Event description:
A customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection and changing pump supplies. The customer continued to use the pump for insulin therapy.